Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g369 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g369 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, evaluation of the customer provided photographs has not yet been completed. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a pump tubing organizer (pto) leak during a patient treatment. Blood was observed under the kit's pto between the red cell pump and return pump after approximately 1250 ml of whole blood was processed. The ecp treatment was aborted and the patient was disconnected from the kit immediately. The patient was reported to have been in stable condition. The customer stated that the kit was successfully primed with saline and anticoagulant solution without any alarms or issues. Photographs were provided by the customer for evaluation.

Manufacturer narrative:
The customer returned photographs for investigation. Review of the customer provided photographs confirms a blood leak on the pump deck around the pump tubing organizer (pto). There is blood splatter around and on top of the return pump head. The pto appears to be properly locked into the pump deck on the side where the leak occurred. In addition, there is no blood visible within the pto, thereby eliminating any pump loop or filter port bonding issues. The exact location and cause of the leak cannot be determined from the photographs. A material trace of the tubing used to manufacture lot g369 showed no non-conformances. A device history record review did not identify any related non-conformances. This lot passed all lot release testing. No manufacturing related defects were identified through this investigation. No further action is required at this time. The investigation is now complete. Mc: (B)(4). S.d.a. 04/24/2019.